Event description:
The healthcare professional, via the manufacturer representative, reported the patient needed an MRI so the system was being removed. All components were removed except for the distal lead sheath, which included the external electrodes. The internal wire was completely removed. It was stated the surgeon followed every removal step, including the use of fluoroscopy. They dissected completely down to the sacrum and attempted to the pull the lead from the insertion site and it broke. No further surgical intervention was planned and it was stated the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.